Event description:
During device preparation, after the tacticath se was connected, an error message was displayed which stated "tcse can only be used once". The tacticath se was replaced, which resolved the issue, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: (B)(4).